Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurately high results compared to an emergency medical services (ems) meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 2:00pm, the patient reported obtaining a reading of "255mg/dl" compared to "189mg/dl" on an ems meter, obtained within 30 minutes. Based on statistical methodology the calculated difference between these readings exceeds the expected value of <=30% or <=30mg/dl. The patient reported using insulin pump therapy to manage his diabetes (unknown type). The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported self bolusing insulin based on the high reading (unknown dose). The patient reported 3 days later on (B)(6) 2012, he developed symptoms of having "seizures." It is unclear if the patient attributes these symptoms to low or high blood glucose. The patient reported on (B)(6) 2012 at 7:45pm, he was administered IV glucose by ems. The patient reported on (B)(6) 2012 at 7:55pm, after the treatment, a blood glucose reading of "189mg/dl" was obtained. It is unknown if a blood glucose reading prior to treatment was obtained. It is unknown if the patient was transported to the hospital for further treatment. During the time of troubleshooting, the cca determined that the subject meter was in the correct unit of measurement. The cca noted that the patient was using an approved sample site for collection of the blood samples and the patient's test strips were in good condition. The cca noted the meter was coded correctly and a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient reported he obtained inaccurate high readings, and required emergent treatment for an acute complication of diabetes from a healthcare professional after the alleged issue occurred.